Event description:
A patient reports getting "add gel or replace belt" messages. The patient also reports that wires are exposed at the vibration box to the left rear therapy electrode. The patient's electrode belt was replaced and the messages stopped.